Manufacturer narrative:
Per the clinic, the device was explanted due to infection. This report is filed february 24, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to an unknown reason. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).